Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/18/2019. The product support engineer troubleshooting the issue with the customer rover the phone. The customer was advised to swap the motor controller (mc) printed circuit board assembly (pcba) to gain control of the blower. Parts ID were provided to the customer. Customer called back stating that it was determined that the test set up was incorrect. Once they corrected the test setup, the unit passed testing as expected. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing pressure accuracy test. The ventilator was not in use on a patient at the time of the event occurred.